Event description:
It was reported that the egms revealed lead noise. As a result, the patient received shocks. The sense/pace portion of the lead was capped and replaced. The defib portion of the lead remained active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.